Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the preparation of a xience v rx, as the xience v rx stent delivery system was being pulled negative, the stent dislodged from the stent delivery system. There was no other difficulty noted with preparation. There was no patient involvement or no significant delay in the procedure reported. There was no additional information provided.